Manufacturer narrative:
H10: manufacturing review: DHR review could not be performed as the batch number is unknown. Investigation summary: a halo 6f 45cm device was returned for evaluation. The sheath exhibited a flattened 64mm section that commenced 18mm from the distal tip. No damage was noted to the dilator. Therefore, the result of the investigation is confirmed for the reported device malfunction issue. The root cause for the reported device malfunction issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instructions for use for this halo one device was reviewed and the following sections are applicable. Indication for use - the halo one thin-walled guiding sheath is indicated for use in peripheral arterial and venous procedures requiring percutaneous introduction of intravascular devices. The halo one thin-walled guiding sheath is not indicated for use in the neurovasculature or the coronary vasculature. Contraindications - there are no known contraindications for the halo one thin-walled guiding sheath. Warnings - 1. Contents supplied sterile using ethylene oxide (eto). Non-pyrogenic. Do not reuse, reprocess or re-sterilize.this device is intended for single use only. 2. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. 4. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. 5. Use the sheath prior to the ¿use by¿ date specified on the package. 6. Do not advance the guidewire, sheath/dilator, procedural device, or any component if resistance is met, without first determining the cause and taking remedial action. 8. The halo one thin-walled guiding sheath has not been evaluated for use in the neurovasculature or the coronary vasculature. 10. Only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. 11. Failure to deactivate the procedural device prior to removal through the sheath may cause damage to the sheath and may result in patient injury. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the device allegedly had malfunction. There was no reported patient injury.